Event description:
Lap chole ¿when clip applier engaged over cystic duct clips came out side of jaw and were not closing correctly. A new clip applier was opened and case continued.¿ pt status: normal.

Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56. If we obtain add¿l info , which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.